Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to helix extension difficulty and high out of range pacing impedances. This ra lead was extracted and discarded prior to pocket closure. No adverse patient effects were reported.